Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial broach is missing teeth.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This device was manufactured on nov 27, 2013 and has therefore been in the field for more than two years and six months. It is unknown how many times the device was used. Dimensions were found conforming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Complaint history search identified no other complaint for this part and lot combination. Per the persona knee system surgical technique the user is to make sure the cemented tibial broach inserter/extractor handle remains flush against the cemented tibial sizing plate and in full contact with the cemented tibial sizing plate and that the cemented tibial broach inserter/extractor handle does not tip during impaction. The improper alignment may lead to the teeth of the broach being damaged, however it is unknown how the device was used during this event to determine if this was the cause of the malfunction.